Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, lot#: unknown, serial#: unknown, product type: lead. Product ID: neu_unknown_lead, lot#: unknown, serial#: unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for multiple back operations. The patient requested a manufacturing representative (rep). The patient "went to the doctor twice and no one wanted to give him narcotics so they put him on tramadol". The patient stated that he was on a fentanyl patch and oxycodone but he got kicked out of the clinic because her "swore on the phone". The patient said since being off the narcotics he has experienced discomfort when increasing stimulation. The patient said when he cranked it all the way up really high he felt "kind of like a burning sensation" at the middle of his back and at the implant site. The patient said it felt like the wire was "bleeding out". Product service specialist (pss) redirected the patient to health care professional (hcp) to discuss symptoms and requested a sales rep. The patient mentioned they could not change or adapt his leads to give him an update implant so they just replaced the battery and left the leads in. Pss called patient back to ask who the managing hcp was and the date for when they could not replace or "adapt" his leads from the original implant. Patient did not answer. Product service specialist (pss) left voicemail. No trauma/falls were reported that could be related to this issue. No further patient symptoms or complications were reported in this event.